Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer's blood glucose value was over 500 mg/dl at the time of the incident. Customer stated that after dialysis blood glucose level was 40 mg/dl so they took sugar and went to bed and in morning blood glucose level was over 500 mg/dl. It was unknown that auto mode feature was active or not at the time of event. The customer will continue to use the device.